Event description:
Explant of respiratory sensing lead scheduled due to evidence of infection.

Event description:
Follow up report: physician explanted the entire system due to infection. The plan is to re-implant upon in a few months once the infection is resolved. The infection seems to be due to breast tissue overlaying the incision, this created a opportunity to harbor bacteria.